Event description:
A customer in the united states contacted biomérieux to report discrepant organism identification results for a streptococcus isolate in association with the vitek® ms system. The customer stated that, on (B)(6) 2018, they processed an isolate on the vitek ms and obtained a result of streptococcus pyogenes (group a). After observing a lesser zone of hemolysis on the agar plate 24 hours later, they re-processed the isolate and obtained an identification to group c streptococcus (species not provided by customer). There is no confirmation from the customer that any alternate method was employed to confirm results. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: systems were operational during testing (for both instruments used: serial numbers: (B)(4). The customer's spot preparation quality was sometimes good and was sometimes not optimal. This was observed on the variability of the calibrator strain "all peaks number" from the calibrator strain is quite heterogeneous - it can be extrapolated to sample spot preparation. Based on the complaint description, there were two (2) types of colonies on the plate (white and grey colonies), and were observed only after 72 hours of incubation. This means that the specimen may contain two (2) different organisms (mixed culture). The results obtained on (B)(6) 2018 could be impacted because the customer did not see the dual population on the plate (gray and white colonies). The following limitation is written in the vitek ms v2.0 knowledge base clinical use us 161150 - 296 - a: "the vitek ms has not been validated for use with direct samples or from other sources containing mixed flora." The expected identification is unknown but based on complaint description, the white colonies were most likely not streptococcus pyogenes. Reprocessing the customer's data with vitek ms kb v3.0 gave improved results of: no identification instead of s. Pyogenes. Suspected causes of the issue: older version of the vitek ms knowledge base (v2.0). User error (tests made on mixed culture).